Event description:
It was reported that the device was unable to irrigate/flush. It was reported that a intellamap orion high resolution mapping catheter was selected for a atrial fibrillation ablation case. However during preparation it was noticed that the flush port was not working. The procedure was completed using another orion catheter with no patient complications being reported.

Manufacturer narrative:
Visual inspection showed that shaft is severely kinked immediately distal from the strain relief and dried body fluid found on the device handle. Dried body fluid found on the device handle. The steering knob and lock knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. Both right and left curves appeared normal. A metriq pump was connected to the device and the distal end was suspended in the center of a 250ml beaker. After 30 minutes at a flow rate of 2ml/min (standby rate), the beaker contained approximately 61 ml of di water, which was within spec. The flow rate was increased to 30ml/min, but an occlusion detected error occurred within 2-3 seconds, and during several attempts. The kinked shaft area was gently straightened to aid the flow of saline to the tip. Occlusion errors still occurred, but the flow run time increased to 20-40 seconds before the errors occurred. X-ray confirmed the kink in the shaft, but it is not clear if the lumen is pinched/restricted. No anomalies were found throughout the rest of the device.

Event description:
It was reported that the device was unable to irrigate/flush. It was reported that a intellamap orion high resolution mapping catheter was selected for a atrial fibrillation ablation case. However during preparation it was noticed that the flush port was not working. The procedure was completed using another orion catheter with no patient complications being reported.